Event description:
A customer receiving an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, the customer experienced symptoms described as "consciousness disturbed" and hypoglycemia. The customer was transported to the hospital where they were administered glucose as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download.  Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor kit expiration date is 31-dec-2022. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer receiving an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, the customer experienced symptoms described as "consciousness disturbed" and hypoglycemia. The customer was transported to the hospital where they were administered glucose as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.